Event description:
The report from the affiliate indicated that the patient was included in a clinical study. However the product in this complaint is not the tartget lesion/devices included in the clinical study. Approximately eight (8) months after the index procedure during the follow-up period coronary angiography was done and a focal 90% in-stent-restenosis (isr) was observed in the previously implanted cypher stent in the proximal right coronary artery (rca) stent. The patient was not symptomatic. The clinical study stents in the proximal left anterior descending (lad) target lesion were reported to have 0% stenosis. Approximately five (5) weeks after the angiogram the restenotic lesion was treated by percutaneous transluminal coronary angioplasty (ptca) using a 3.0 x 20 mm balloon with an unk inflation pressure/time. The residual stenosis was 25%. The patient was discharged the next day in stable condition.

Manufacturer narrative:
The target lesion for the index procedure and the clinical study was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: a 64.1% stenosis, concentric, diffusely diseased, 28.75 mm in length, vessel diameter 2.16 mm, not calcified, and type c. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 16 atm, inflation time unk. A cypher 3.0 x 18 mm stent (stent #1) was implanted at 18 atm for 16-30 sec. An additional cyper 3.0 x 23 mm stent (stent #2) was implanted at 16 atm for 16-30 sec at the distal end of the previously implanted stent in overlapping fashion, both of these stents were part of the clinical study. The stents were not post-dilated. Ivus was not done. The residual stenosis was 3.7%. The flow pre and post-procedure was timi 3. Two (2) days after the index procedure the pt returned for a staged procedure. The target lesion for this procedure was the proximal rca. The lesion was reported to be: de novo. No additional lesion information was available. A cypher 3.0 x 23 mm stent (stent #3) was implanted at an unk pressure/duration. This stent is the product involved in the ae and is not part of the clinical study. An additional cypher stent of unk size was implanted in the rca posterior descending branch. No additional procedural details are available. Please note that device (cjs23300, lot # i0405120 or i0405138) is distributed outside the united states, however it is similar to the united states product cxs23300. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.